Event description:
During emergent procedure to embolize an acute bleed, end of fathom wire broke off and remains in the body. Patient was dnr(do not resuscitate), it was felt to be more dangerous to attempt to retrieve the foreign object versus leaving it in the patient.